Manufacturer narrative:
Vyaire reference number: (B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that vela ventilator alarmed "transducer fault" on setup. The customer reported that there was no patient involvement associated with the event.

Manufacturer narrative:
The reported complaint was confirmed, but not duplicated. Pt802 is shifting. This issue will be internally investigated within vyaire.